Event description:
The MFR received info alleging a ventilator's internal battery was depleted. The device was not in pt use. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.